Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown event description: "the shield was detached from the seal component". "Report from the sales rep the shield was detached from the seal component during the procedure. It was reported that it was not dropped out of the patient body and it was not changed. And it was reported that when the gauze was pulled out, the shield was came out together. Initial investigation report the event unit was not returned to us because the customer disposed it and we could not confirm the condition of the unit. By the provided photo of incident, the shield was detached and some were damaged. The incident information will be informed amr for further evaluation." Patient status: "no patient injury".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of shield, an internal plastic component of the seal, was provided by the complainant. Visual inspection confirmed that the shield had separated from the seal and a shield petal was torn. Based on the description of the event and the photo provided by the complainant, it is likely that the reported event was caused by non-axial insertion of an asymmetrical instrument (instrument used to insert the gauze) through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: "the shield was detached from the seal component". "Report from the sales rep the shield was detached from the seal component during the procedure. It was reported that it was not dropped out of the patient body and it was not changed. And it was reported that when the gauze was pulled out, the shield was came out together. Initial investigation report the event unit was not returned to us because the customer disposed it and we could not confirm the condition of the unit. By the provided photo of incident, the shield was detached and some were damaged(pic.1). The incident information will be informed amr for further evaluation." Patient status: "no patient injury".